Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
On (B)(6) 2024, a nurse replaced a patient's transparent needle-free connector. During blood withdrawal, air was drawn instead of blood. The nurse immediately replaced the connector with a new transparent needle-free connector, re-administered the blood draw, and flushed the line. No adverse effects were observed in the patient.